Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn-2023-cc-src-039, and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro device was returned to the third-party service center for service. The device was not reported to be in clinical use. During evaluation at a third-party service center, a ventilator inoperative error code was confirmed in the event log in relation to the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. The technician recommended replacing the device's circuit board to address the issue. The device was rendered inoperable and disposed of; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed. Additionally, unrelated to the reportable malfunction, an error code in relation to high internal o2, was observed on the device's error. However, the third-party service technician was not able to determine the cause of the issue for this device.